Event description:
The consumer reported that therapy had stopped due to a power on reset. It was noted that the power on reset was not related to an overdischarge and was an informational power on reset. Troubleshooting reviewed the steps to clear the power on reset and was successful. The patient was able to turn therapy back on and therapy was adequate. Troubleshooting resolved the reported issue. The indications for use were non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient weight was 205 pounds at the time of the event. No further complications were reported/anticipated.